Manufacturer narrative:
(B)(4): batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: what were the indications for surgery? Rectumca ati 8cm from ano. Did the patient receive any preoperative chemotherapy or radiation? Yes, the patient received neoadj rch. What healthcare professional fired the device and what is his/her experience with the device? Oä dr. (B)(6), one of the most experienced surgeons in the house used. What is meant by, ¿the triggering process felt strange?¿ she felt when firing that the crackle was louder and didn't feel like normal. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? We turn nl to the middle green field. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? We wait strictly always 15 sec. Was the device difficult to close? Unk. Was the device difficult to fire? She felt when firing that the crackle was louder and didn't feel like normal. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Turn up 2 full turns. Did the healthcare professional receive audible & tactile feedback when firing the device? She felt when firing that the crackle was louder and didn't feel like normal. Were the donuts inspected? Donuts were good. Was a complete transection of the white breakaway washer visually confirmed? Unk were there any issues noted with staple formation at any point throughout the care of the patient? See complaint description. Was a leak test performed? Test with air under water showed air bubbles in the clamp seam row at 12 o'clock. Was the staple line visualized endoscopically during the initial surgical procedure? Intraop, the anastomosis was sutured laparoscopically and a protective ilestoma was created. How many days postoperative did the leak occur? Intraoperativ. How was the leak identified? Intraoperative, test with air under water showed air bubbles in the clamp seam row at 12 o'clock. How was the leak addressed? Intraop, the anastomosis was sutured laparoscopically and a protective ilestoma was created. What is the current status of the patient? Pat is still in the hospital, doing well under the circumstances. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the surgeon triggered the stapler, pointer in the scale field was in the lower third, triggering process felt strange, instrument was removed after release and 2 whole turns open properly removed. Leakage test with air revealed a leak at 12 o'clock, the clips seemed to be not completely formed here. The leak was sewn over. For safety reasons, a protective stoma was created. Procedure: lap sigma.

Manufacturer narrative:
(B)(4). Date sent: 07/28/2022. D4: batch # 421a64. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with the anvil missing. The breakaway washer was not present and there was no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.